Event description:
The event occurred during preparation for use. The therapeutic procedure (laparoscopic total gastrectomy) was completed as is without delay. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields have been updated: b3: date of event: (B)(6) 2022. B5: the event occurred during preparation for use. The therapeutic procedure (laparoscopic total gastrectomy) was completed as is without delay. The procedure was completed with a similar device. D (concomitant medical products): visera elite ii therapy date (B)(6) 2022.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegations were both confirmed due to a cable image defect. A cable twist was also found, as well as an issue with the connector part of the electric contact, and a connector electric contact dent. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hd 3cmos autoclavable camera head, there were e216 and e226 scope communication errors. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon could be caused by faulty cable. The cause of the fault could not be identified. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.